Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that there was difficulty with the aspiration of the cataract during a cataract extraction with intraocular lens implant (iol). The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The customer reported that the system had difficulty during cataract aspiration. The procedure was completed with no harm to the patient. The company service representative examined the system and the reported event could not be confirmed or replicated. The system was then tested and met all product specifications. The system was manufactured on march 18, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).